Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable low elecsys ca 19-9 immunoassay result for 1 patient sample tested on a cobas 6000 e 601 module. The initial ca19-9 result was 30 ku/l and was reported outside of the laboratory. Sometime later while validating a new unspecified roche instrument, the same patient sample was tested and a result of 14700 ku/l was obtained. There was no information provided to reasonably suggest that the device caused or contributed to an adverse event. The ca 19-9 reagent lot was 293407 with an expiration date that was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The patient sample was repeated on a e 801 module. The provided calibration and qc data does not indicate an issue. Based on this data, a general instrument related issue can be excluded. Maintenance on the instrument was completed as recommended after the event. The customer did not use rack adapters which are required for use with 13 mm. Diameter tubes. The investigation did not identify a product problem. The cause of the event could not be determined.